Manufacturer narrative:
(B)(4)). The customer has stated that the device was not sequestered and no device or device logs will be returned. The customer has declined an investigation; no further information is available.

Event description:
Customer reports a patient was on a pca morphine infusion of 1.5mg with a 5 minute lockout. After 5 hours post initiation of the pca, she was found unresponsive. Two doses of narcan were given, and the sedation was reversed. It was discovered that the patient's monitoring equipment was disabled, and her daughter was pushing the pca button while the patient was sleeping. The patient has made a full recovery and has been discharged from the hospital. Although requested, no further patient/event information was provided.